Manufacturer narrative:
The insulin pump had cracked reservoir tube lip and minor scratched display window. The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had crack around the reservoir lip. The customer stated that they had low blood glucose of 30 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with juice. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.